Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement which may have been contributed by the ablation procedure done the day before. This lead remains in service. No additional adverse patient effects were reported.